Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised. As reported by rep: "patient presented with a dislocated hip, cup position was determined to require revision". A 54mm trident ii shell, 36e liner, and 36 -2.5 biolox head were revised to a 56mm trident ii shell with one screw, mdm/adm liner construct, and 28 +0 biolox head. Rep reported that no further information is available.